Event description:
Swelling [swelling]. Hot feeling [feeling hot]. Knee joint was washed out [joint irrigation]. Induced arthritis [arthritis]. Arthralgia [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from an hcp regarding an (B)(6) female pt, initials (B)(6), who experienced induced arthritis after starting synvisc. The pt's medical history is significant for gonarthrosis, knee pain and periarthritis scapulohumeralis. On (B)(6) 2011, the pt received her first injection of synvisc in her knee (unspecified). The hcp described her dose as 2ml/month. On (B)(6) 2011, the pt had her fourth injection. On (B)(6) 2011, the pt experienced arthralgia, swelling and a hot feeling in her knee. On (B)(6) 2011, she visited the hospital, her knee joint was washed out and she was admitted to the hospital (discharge summary not provided). On (B)(6) 2011, the events resolved. The hcp assessed the event as serious and definitely related to synvisc. Concomitant therapy included: sodium hyaluronate, (B)(6) 2009-present, 2.5ml/month, shoulder pain relief. The product lot number was not provided. At the time of this report the outcome of the pt was recovering. Additional info was received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(6) 2011 from the genzyme pharmacovigilance representative in (B)(6). The company representative confirmed that the reported dose description of 2ml/month x4 was, in fact, a correct translation and transcription of the hcp report. At the time of this report the outcome of the pt was recovering. Additional info was received on (B)(6) 2011 from the hcp. The hcp reported that he diagnosed the event as "induced arthritis", because it was allergic arthritis and not due to infection at the injection site. The product lot number was not provided. At the time of this report the outcome of the pt was recovering.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.